Event description:
The manufacturer previously received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. A ventilator inoperative alarm condition was observed. The device's system board and machine flow sensor were replaced to address the issue. The machine flow sensor was found to be contaminated. No service required alarm conditions were noted. Additionally, the device's muffler assembly and air inlet foam filter were replaced preventatively due to contamination. The devices software was upgraded. The device was cleaned and tested and passed all final testing.